Event description:
Revision surgery - due to the patient wanting the metal-on-metal device removed.

Manufacturer narrative:
The reason for this revision surgery was to remove metal on metal implants after 9.2 years of use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 211672. (B)(4). The event is deemed to be non-product related and the result of the patient's decision to have the original metal on metal implants removed. There are no indications of a product or process issue affecting implant safety or effectiveness.